Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -13.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017 as a replacement of the first implanted lens to correct low vaut. This exchnage did not resolve the problem. It was reported that the patient's postoperative arch heigh was 100 microns, so problem was not solved. The patient is unwilling to operate again, patient is in good condition. There were no other accidents.